Manufacturer narrative:
(B)(4). It was reported that a female patient underwent a right ventricular outflow tract (rvot) procedure. While using the smart touch bidirectional catheter, an error 106 (force catheter sensor error) displayed. The catheter was replaced. It was also reported that during the same procedure, a pericardial effusion was noticed as the patient became unresponsive. The pericardial effusion was confirmed by a surface echo and intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. The patient did require extended hospitalization as the physician stated that the patient would be staying in the hospital for two days after the procedure. The outcome was that the patient's vital signs were stable and she was breathing on her own after the pericardiocentesis was performed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system, however error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force error has been verified. The root cause of open circuit at the sensor could not be determined. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4) concomitant medical products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Smartablate generator: model #: m-4900-07, serial #: (B)(4). Smartablate pump: model #: m-4900-08, serial #: (B)(4). Nine fr cordis sheath. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) procedure with a smart touch bidirectional catheter and an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient's medical history was unknown. During the event, while using a smart touch bidirectional catheter, an error 106 (force catheter sensor error) displayed, which is non-indicative of an MDR reportable event occurred. The smart touch bidirectional catheter was replaced with an ez steer thermocool sf navigational catheter and the error cleared. It was also reported that during the same procedure, a pericardial effusion was noticed while the ez steer thermocool sf navigational catheter was being used as the patient became unresponsive. The pericardial effusion was confirmed by a surface echo and intracardiac echocardiography (ice). A pericardiocentesis was performed and approximately 200 ml of fluid were removed. There was no transseptal puncture performed. It was stated that the event occurred during the ablation phase. There was no anticoagulation provided during the procedure. The patient did require extended hospitalization as the physician stated that the patient would be staying in the hospital for two days after the procedure. The outcome was that the patient's vital signs were stable and she was breathing on her own after the pericardiocentesis was performed. The physician did not provide a causality opinion for the cause of this adverse event. The power titrated from 20-30 watts. Settings during the event include: power control mode / 20-30 watts were being used / power titrated from 20-30 watts / flow setting was set at 8cc since the two ablation catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this serious injury adverse event under both these ablation catheters.